Event description:
It was reported that the patient was having difficulty breathing and the ventilator had alarmed for low pressure and disc/sense. The patient was removed from the ventilator and was manually ventilated while the patient circuit was changed. The patient was still in distress so the nurse called 911 and the patient was transported to the hospital. The rt arrived at the hospital and tested the ventilator on a test lung. The ventilator was not blowing any air. The patient circuit was switched and the ventilator started to work properly. The patient was placed back on her ventilator with no patient harm reported.